Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort surrounding the ipg. It was also reported that the ipg was difficult to charge because it was tilted due to its position at patient's waistline. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned within the pocket and the pocket was revised. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort surrounding the ipg. It was also reported that the ipg was difficult to charge because it was tilted due to its position at patient's waistline. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient's pocket site was painful at times when sitting depending on clothes she wear. There was a continued irritation at the pocket site when wearing jeans and lesser irritation with other clothing. The ipg was mobile and it was clear that there was very little fat between the ipg and the sacrum. The physician believed that the pain was related to the device in contact with the periosteum. The patient reported that she had lost weight since implant.

Event description:
A report was received that the patient was experiencing discomfort surrounding the ipg. It was also reported that the ipg was difficult to charge because it was tilted due to its position at patient's waistline. The patient will undergo a revision procedure wherein the ipg will be relocated.